Manufacturer narrative:
B5- the reporter indicated that a 13.2mm, vticm513.2, -9.50/1.0/111 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
D6a: (B)(6) 2023. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm513.2, -9.50/1.0/111 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in october 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. If additional information is received a supplemental medwatch report will be submitted.